Manufacturer narrative:
UDI: (B)(4). Ultra 360 patient positioning system (a2009) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. This device exceeds its expected life of 7 years (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking handle of the ultra 360 patient positioning system (a2009 ) was extremely tight and hard to close. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.